Manufacturer narrative:
Investigation summary: the investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.

Event description:
The consumer reported the needle broke off in the vial after she pulled her medication into the syringe. Stated, the medication is stuck inside the syringes and she could not take her injection because the needle broke off. Stated, she cannot remove the needle from the vial to give her access to the remaining medication in the vial. No injury to report lot: unknown catalog: 328519 date of event: may 4, 2026, (1 syringe affected) the second syringes occurrence date is, "unknown" samples: no.